Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue of the device shutting down could not be replicated during testing. Device logs were reviewed, and log shows that the device shut off unexpectedly, with the last power-off event payloads recorded as 8. The same log also recorded a battery communication failure. Due to a battery communication failure, the device will not accurately log the battery voltage or generate a low-battery warning message. The device passed all functional tests without replicating the unit shutting off. As a precautionary measure, the battery connection assembly on the device was replaced. No emerging trend based on similar reports.